Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 40mg/ml at 1 1mg/day and clonidine 100mg/ml at 27.5mcg/day via an implantable pump. On (B)(6) 2020 it was reported that during a pump replacement for normal end of life the pump segment of the catheter was revised as the physician noticed the catheter was frayed just distal of the pump connector. A new pump segment was added to the existing catheter. There were no known factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.